Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that the initial run was performed in a 7ml serum separator tube (sst) and the repeat run was performed in a small sample container (ssc). The customer checked the sample arm alignments to tube, which was functioning properly. The customer ran system check, precision testing and quality control (qc) on level 1, all of which resulted within the expected ranges. A siemens customer service engineer was dispatched to the customer site. After analyzing the instrument, the cse replaced the reagent 1 tubing and the 3 way pump solenoid valve. The issue was still occurring. Upon the ccc specialist's recommendations the customer changed the tube type from serum samples to lithium heparin plasma samples tube and the issue resolved. A siemens headquarters support center (hsc) specialist reviewed the instrument data and concluded that the cause of the issue was due to poor sample quality and presence of fibrin or micro-clots contained in the serum samples. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low enzymatic carbonate (eco2) result was obtained on a patient sample on the dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same dimension exl with lm instrument, resulting higher. The repeat result was reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, falsely low eco2 result.